Event description:
It was reported that far field p-wave oversensing was observed on the right ventricular (rv) lead. An x-ray was performed and revealed that the rv lead was dislodged. The rv lead was repositioned to resolve the event and the patient was in stable condition. No malfunction was alleged against the rv lead.

Manufacturer narrative:
Further information was requested but not received.